Event description:
It was reported that the customer was hospitalized due to low blood glucose on (B)(6) 2022 with blood glucose of 36 mg/dl. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with food. Customer reports auto mode was not automatically delivering insulin at the time of low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was assisted with troubleshooting. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in description summary and provided in b5 section of this report.

Event description:
Customer reported that after a battery change on (B)(6) 2022 at 9:14pm, a higher amount of insulin was delivered and he had a low blood glucose and fainted at about 9:30pm. Ambulance was called and he arrived at the hospital and was admitted at 10pm with blood glucose of 36mg/dl. Customer was treated with glucose. During troubleshooting, pump passed self-test, displacement verification test, and high pressure test. Insulin exited. Alarm history showed low sensor glucose at 05:34pm, 08:14pm, 08:34pm, 09:54pm, and an insert battery at 10:06pm. Last bolus was a dual bolus, with 1.8u normal bolus and 4.2u square bolus over 2 hours. Last blood glucose at 08:04pm was 114mg/dl. Customer alleged over delivery. Pump was used at the time of the incident. Customer does not use auto mode. Sensor was used.